Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The insulin pump passed the functional tests. However, it was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received no delivery and button error alarms on the insulin pump. The customer did not recall any significant events leading up to the button error alarm. Her blood glucose level was 160 mg/dl. The customer stated that she had changed the battery and infusion set when she received the no delivery alarm. She stated she went through several infusion sets and reservoirs. Troubleshooting for no delivery was declined. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.